Event description:
It was reported on product quality report that the (1) pmw35 was used during an unknown procedure. It was reported that there was a problem with the staples: some were crooked, some would not deliver, and some would not release. There was no pt consequence. See follow-up for handling instructions.